Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the respiratory therapist tried to change a ventilator setting on the nkv-550 touchscreen, but it was nonresponsive and appeared frozen. The waveforms and volume measurements were still functioning, and the ventilator continued ventilating the patient. The respiratory therapist also reported that the touchscreen had not been wiped with any cleaning solution before attempting to change the ventilator settings. The patient was placed on another ventilator, and there was no harm to the patient. The reporting hospital will not provide any patient demographics.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.